Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that this device was explanted and successfully replaced one year later for normal battery depletion (nbd).

Manufacturer narrative:
This device has not yet been returned. Should the device be returned and analysis or new information become available, this event will be updated.

Event description:
Boston scientific received information that the health care provider suspected the implantable cardioverter defibrillator (ICD) was depleting prematurely. No action was taken at this time. The device remains implanted and will continue to be monitored. No adverse patient effects were reported.